Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their endocrinologist and was diagnosed with a infection. The site had purulent discharge. The patient also had blood glucose (bg) values reaching 520 mg/dl. For treatment, the patient was prescribed cefalexin at 500 mg to take 1 tablet by mouth 2 times per daily for one week, the patient was also given a oral antibiotic and a injectable antibiotic. The pod was worn between 36 and 48 hours on the abdomen.